Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead threshold had increased to 3.5 volts at 1.5 milliseconds. Also, the device had a decreased longevity due to the increased atrial outputs. It was noted that the device estimated longevity was one year. The ra lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): (B)(4) implantable cardioverter defibrillator 2011-(B)(6), 6947 implantable tachy lead 2003-(B)(6). (B)(4).

Event description:
It was later reported that the patient had fatigue and the ra lead was also dislodged.